Event description:
Caller reported experiencing a temperature alarm with no impact on blood glucose levels. The pump was not exposed to extreme temperatures, nor was it charging at the time of the alarm. Cts decided to replace the pump because the caller could not clear the alarm and resume insulin delivery. The customer was instructed to use multiple daily injections (mdi) as backup therapy and to return the problematic pump within 10 days using a provided ups return box and label. A replacement pump with updated software was shipped to the customer, and they were advised to transition their pump settings and cgm to this new device. The caller received guidance on putting the pump into storage mode and acknowledged all instructions.